Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired one day post implant. The cause of death or events leading to the death was not reported. No additional information was provided.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death), (cause of death is unknown). Evaluation, conclusion: (cause of death is unknown).